Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified left common femoral artery via 6fr sheath using the preclose technique prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the proglide device was flushed prior to use; however, once placed in the patient anatomy, there was no obvious blood flow from the marker lumen. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 20fr and the taa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). If follow-up, what type correction: MFR site - reg#. Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.